Manufacturer narrative:
During inspection and testing, an alarm was triggered and the light on the front panel turned off due to a faulty main board. In addition, there was slight discoloration of the air tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, an alarm was triggered from the insufflation unit with no indication of the cause of the alarm. The subject device was sent to an olympus service center for evaluation. During inspection and testing, an alarm was generated and the light on the front panel turned off when the power source was switched on. This report is being submitted for the malfunction found during evaluation (light on front panel turned off). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Section b5 was updated, and section g3 was corrected. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic. And was completed with another device.